Manufacturer narrative:
Correction: device code (B)(4) no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported on (B)(6) 2020 the pump was replaced. The healthcare provider (hcp) was able to aspirate at least 2 ccs from the cap (catheter access port) prior to the replacement (prior to disconnecting the old pump from the catheter). A dye study was performed and no catheter issues were observed. The pump segment was prophylactically replaced. The hcp declined to return any of the explanted product. The pump was delivering 2000 mcg/ml of fentanyl at 546.4 mcg/day. The patient's weight was unknown at the time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient and a healthcare professional (hcp) via a company representative. The patient reported that he was experiencing withdrawal symptoms of sickness, weakness, and a loss of appetite since (B)(6) . He stated that his catheter kept getting clogged and he had had dye studies on and off (2-3 times dates unknown) then the catheter becomes unclogged. At the last dye study on (B)(6) 2020 the catheter was reportedly not able to be fixed and the patient was referred for a catheter and pump revision/replacement. The hcp noted a possible granuloma at the tip possibly impeding the catheter flow. It was noted that the cause of the event could not be determined. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. The pump was going to be replaced at the time of the catheter revision as they were unable to determine if it was a pump issue and the pump had been implanted since (B)(6) 2015. The surgery was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. Additional information was received on (B)(6) 2020 directly from the patient who reported that he was supposed to have his pump replaced but was told that there was a pump shortage and he would likely have to wait. He stated that he was sick in bed suffering and ¿believed making him wait for a new pump was unethical¿ and wanted to know what could be done. He stated that he just went to the hospital because he was sick stating that the most recent time was a month ago. He was unable to recall any other dates or information. He stated that he had fentanyl in his pump and that he ¿was provided pills for a month but I'm probably already dependent on them. The longer I'm on pills, the more issues I'm having". The pump was currently delivering fentanyl (2000 mcg/ml at 574.6 mcg/day). No further complications have been reported as a result of this event.

Manufacturer narrative:
The other relevant components include: product ID 8780 (B)(4) implanted: (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the actual volume in the pump was 12cc and the expected volume was 9.8cc. The cause of the catheter kink was noted to be a possible granuloma. A dye study was done with good dye flow. It was reported that the catheter was likely dislodged. It was unknown if the issue was resolved. The patient's weight was reported. No further complications were anticipated/reported.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving fentanyl and clonidine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that when the patient went in for his refill on (B)(6) 2017, they discovered that there was "a little too much medication in the pump." It was noted that they thought there was a kink in the catheter. Hours after the refill, the patient reportedly started to have withdrawal feelings and was very sick. The patient had a dye study on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-jul-2019 from the patient who reported that the last refill was fine. There were no concerns of too much medication left over and he knew the pump still worked. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: product type catheter product ID: 8780, serial #: (B)(4), ubd: 19-dec-2016, UDI#: (B)(4) update: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. Volume discrepancies at past refills were noted. It was further noted that the healthcare provider (hcp) flushed out the pump due to a suspected clog. At the refill appointment today (B)(6)2019 the healthcare provider (hcp) noticed a volume discrepancy regarding more drug than expected in pump. The reporter did not know volume information. It was indicated that the hcp told the patient to call the manufacturer. It was further reported that the patient was not getting as much pain relief stating some days they may have moved too much, or stayed in the same position too long, but sometimes the bolus had not helped as much. The patient was always in pain and the pump controlled it to a certain amount. The patient always needed a bolus in the morning, one in the afternoon, and one at night and they never really skip boluses. The date of event regarding the patient not getting any pain relief was unknown. The next appointment with their hcp was to occur in 3 months / in july. The pump was currently administering fentanyl with concentration 2000 mcg/ml at an unknown dose rate.